Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet with a dexcom g6 and teflon infusion set, including a glucose nadir of 38 mg/dl with an urgent low alert, amid recent medication changes and disrupted eating patterns; the user treated with oral carbohydrates and temporarily disconnected from the ilet to use mdi, then performed a factory reset with guidance and resumed standard meal entries spaced four hours apart with carb-free snacks during the learning phase. Symptoms included dizziness and sweating. Outcomes included self-treatment without medical assistance or hospitalization. Investigation included customer care troubleshooting and education, review of cgm low alerts, and guided factory reset. Investigation of this case revealed hypoglycemia with an unclear cause in the context of recent beta-blocker dose increase, initiation of spiraxin affecting meal intake, and automated insulin dosing, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to multiple confounding factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.